Event description:
It was reported that just after implant, noise was found in the egm. The physician also indicated there was some "resistance" when the lead was connected into the header. Grommet surface damage also observed.the pocket was reopened and blood ingress was confirmed. A new ICD was implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.the implantable cardioverter defibrillator (ICD) was returned and analyzed. Analysis findings demonstrated grommet damage. The reported event was determined to be related to grommet punch-out with blocking (driven by self-adhesion between grommet halves over time) or grommet punch-out without blocking (driven by wrench friction and low silicone stiffness). Consequently, corrective actions (CAPA (B)(4)) have been implemented to address this issue.